Event description:
A us distributor reported that a patient was experiencing check therapy pad messages..

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check te) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to an open white (drvn_gnd) wire in the ECG c and d cable. The root cause for the open wire was excessive force. No adverse event resulted from the damaged belt.